Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and rupture. Device remain implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, b5, d4, d6b, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and rupture. Device has been explanted and discarded.